Event description:
Consumer reports they had a low blood sugar reaction and needed to be hospitalized. Claim of inaccurate readings contributed to the condition. Analysis run on clark error grid using competitive readings (82, 80) as ref. Point vs. Bd readings of (126, 124) yielded data points in the "b" range of grid. Readings are considered acceptable range, however, consumer feels readings contributed to their condition.